Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. No failed battery test alarm noted. The pump was unable to perform the displacement test or test the operating currents due to motor error alarm. The pump had a scratched display window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call that the pump had button error alarm, failed battery test and prime/fill anomaly. The blood glucose at the time of the incident was unknown. Customer mentioned that the motor error occurred during rewind. The customer stated that the pump was in the room during MRI. Troubleshooting was not able to resolve the issue. The device was returned for analysis.